Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to operate within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. The perception that pumps can detect infiltration is inaccurate. Occlusion-related mechanisms on any infusion pump do not detect or prevent infiltration. Neither can pumps cause infiltration. Infusion pumps are equipped with downstream occlusion detection mechanisms to identify elevated pressures in the IV administration set between the infusion pump and the patient. When the detection mechanism of the pump identifies an elevated pressure that equals the pump's preset occlusion alarm limits, an audible and visual alarm will be triggered, and the IV flow will stop. Infiltration pressure is typically much lower than the pump's downstream occlusion limit, and therefore the occlusion alarm will not be triggered. Clinical-related mechanical complications unrelated to the pump (e.g. Dislodged IV port/ obstructed blood flow) are common factors resulting in infiltration. It is unlikely that use of the spectrum infusion pump has led to infiltration. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced severe intravenous infiltration during an infusion by a spectrum pump (medication, dose, programmed amount and delivery rate unknown). The problem was found during delivery in the emergency room. There was no known patient injury or medical intervention associated with this event. No additional information is available.